Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms during basal delivery. Customer's blood glucose level was impacted (283 mg/dl). Customer treated elevated levels with an insulin pen. Customer reverted to insulin pens for diabetes management.